Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with chronic atrial fibrillation received a vibratory notification for low pacing impedance on the atrial lead. The patient presented to the clinic and device interrogation revealed that the atrial impedance was normal. No changes or intervention were performed; the patient would continue to be monitored. The patient condition was stable